Manufacturer narrative:
On 3/20/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. During initial visual analysis the pal found ¿the brim cap is detached from hub. Hemostatic valve is missing.¿ the finding has been assessed as MDR reportable. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the hemostatic valve and the brim cap broke and detached from the sheath. It was reported the orange brim cap on the end of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small broke off. Additionally, it was reported that the hemostatic valve (gasket) was ¿cracked¿ but not broken into separate pieces. It was also reported the hemostatic valve became detached from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small when they pulled the dilator out, the hemostatic valve came with it. No excessive bleeding was reported. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the issue resolved. There was no patient consequence. The issues of the orange brim cap breaking and the hemostatic valve detaching from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small have been assessed as MDR reportable malfunctions. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found that brim cap is detached from hub. Then, a gel permeation chromatography (gpc) analysis performed by exponent, inc. Found that the cap¿s molecular weight (mw) to be about 64.2% of the tritan mx 731 pellet. It is believed that the mw degradation lead to the cap to be embrittled and therefore failed in the field. A manufacturing record evaluation was performed, and no internal action was found during the mre review. The customer complaint was confirmed. The root cause of the brim cap damage will be investigated under an internal corrective action. Manufacturer¿s ref # pc-000400800.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 00001066 number, and no non-conformances were found during the review. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the hemostatic valve and the brim cap broke and detached from the sheath. It was reported the orange brim cap on the end of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small broke off. Additionally, it was reported that the hemostatic valve (gasket) was ¿cracked¿ but not broken into separate pieces. It was also reported the hemostatic valve became detached from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small when they pulled the dilator out, the hemostatic valve came with it. No excessive bleeding was reported. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the issue resolved. There was no patient consequence. The issues of the orange brim cap breaking and the hemostatic valve detaching from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small have been assessed as MDR reportable malfunctions.